Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/09/2019.

Event description:
The customer reported the unit had a low leak error. There was no patient involvement.

Manufacturer narrative:
Date rec'd by MFR: 21oct2019. Date of report: 23oct2019. The customer declined repairs. No parts were returned to failure investigation. Therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.